Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter recognition issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion during the procedure, the physician discovered that the motor had incorrectly identified the catheter. The procedure was completed with this device. The patient was stable, with no complications or additional interventions reported.